Event description:
Follow up identified the patient's infection has cleared.

Manufacturer narrative:
(B)(4). In the case this device is returned to the manufacturer, no analysis will be performed as the reported event cannot be confirm via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient¿s entire scs system was explanted due to an infection at the pocket site. Cultures were taken and the patient was prescribed antibiotics.